Event description:
A monopolar electro-surgical cable was being checked for use during a laparoscopy case. When power was applied, the cable sparked. Another cable was obtained and the case was completed with no injuries being reported. The cable was subsequently discarded following the surgery.